Manufacturer narrative:
Submit date: (B)(6) 2015 an investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports during insertion of the catheter, the catheter kinked at the tip and formed a j shape inside the patients body. The doctor found there was no blood coming out from the venous side. An x-ray revealed the catheter was kinked. When they found the kink, the doctor pulled and replaced the catheter.

Manufacturer narrative:
Actual device involved in the reported event was not returned for evaluation; however a photograph was provided for analysis. On the photograph of an x-ray image (catheter inside of patient); it can be noted that the tip of catheter was kinked. As part of the investigation process, the finished good lot was reviewed. The device history record was reviewed and indicated that the product was release accomplishing all quality standards. The pfmea was reviewed in order to identify potential causes associated with this event. In addition, a brainstorming session was performed with the manufacturing operation personnel with the purpose to identify additional potential causes. According to the investigation findings, the possible root cause is considered to be inappropriate catheter insertion by user. Based on the event description, the j shape catheters tip was noticed in the x-ray procedure. Nevertheless, the catheter was able to be implanted before the identification of its defective condition (tip out of shape) which demonstrates that the catheter was defect-free at the time it was inserted. Based on complaint investigation, no further actions required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per the procedure, qa performs in-process inspection at the final stage of production, which would identify these issues. This complaint will be used for tracking and trending purposes.